Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: 01-sep-2017, UDI #: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 02-sep-2017, UDI #: (B)(4); product ID: etlw1616c82e, serial/lot #: (B)(4), ubd: 14-sep-2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic cuff was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. The current proximal aortic neck diameter measures 32 mm. It was reported approximately 4 years post the index procedure the patient presented emergently with back pain. CT identified an enlarging aaa and a suspected type ia/ib endoleak. Intervention was completed and the physician elected to implant a 36 mm aortic cuff, 5 endoanchors and a 20 mm limb extension to the rci with resolution of the endoleak confirmed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.